Event description:
It was reported that the patient has been experiencing intermittent loss of capture on the atrial lead, and recently had an episode where they felt about to pass out. The lead outputs were increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6721m lead implanted: 2010-(B)(6), 5866 lead adaptor implanted: 2010-(B)(6), 5071 lead implanted: 2009-(B)(6), (B)(4).